Event description:
The customer reported the device had an intermittent ECG failure where most of the leads would drop out during a 12 lead ECG. The device was in use on a patient and there was no adverse event to patient or user.